Event description:
It was reported that the patient¿s mom had noticed increased spasticity approximately three days prior to the date of this report. Underdose symptoms were also reported. However, an alarm was first heard in (B)(6) 2015. The alarm that occurred was for a critical motor stall as confirmed by the physician programmer. A rotor/roller study was carried out which confirmed the pump roller had stopped working. The patient was admitted to the hospital with the pump programmed to minimum rate and the spasticity was managed by oral medications. The on-call physician was to contact the implant surgeon for a replacement date. The pump remained implanted but out-of-service. The elective replacement indicator was noted to be 14 months. The issue was not resolved and the cause was not determined. At the time of the report the patient's status was reported as alive-no injury. This device system was reported to have delivered compounded baclofen and lioresal. Additional information was requested to clarify the medication delivered, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the baclofen medication was not lioresal. The pump has been replaced and the explanted pump will be returned for analysis. The patient was doing well and receiving good therapy after the pump replacement. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).